Manufacturer narrative:
The impl tapered sp 3.7mm 8mm octagon (spb8) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on an unknown tooth site and used for approximately 5 years. The reported event could not be recreated due to the nature of the dental device and event (medical conditions). The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 60817620. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (60817620) for similar event and no other complaint was identified. November post market trending was reviewed and there were no actionable events or corrective actions for the reported events (allergic reaction + incorrect titanium content ratio) or product (spb8). Therefore, based on the available information, device malfunction could not be verified and the reported events were non-verifiable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that implant was removed due to possible allergic reaction. Customer placed the implant in 2013 and had to be removed on 2018. Patient was concerned that device may contain cadmium, mercury and lead within their composition and requesting component analysis. No serious injury has been reported at the time of this report other than the implant being removed..